Event description:
It was reported that during ventilation the ventilator generated two technical error indicating an open safety valve and a power failure. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.